Event description:
This procedure is part of (B)(6): minor ischemic stroke reported. Shortly after post-dilatation of the protege rx stent, the patient became dysarthric, somewhat somnolent, but followed commands & moved all 4 extremities. The patient then progressed to being unable to move their right foot to command right hand grasp less than the left. The patient recovered with sequelae. Please reference MDR 2183870-2012-00236 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.